Event description:
The customer reported that during a routine check of the iabp, the iabp would not started-up while it was connected to ac power. No patient was involved.

Manufacturer narrative:
The company representative observed that the two batteries were empty and they would not charge, however, the iabp would work on junior power supply, and the console was properly installed in the cart. The company representative replaced the power supply (part number: 0014-00-0255). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).